Event description:
It was reported that occlusion alarms occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, with high ketones. Ketone levels considered life threatening by their health care provider. Customer addressed the elevated blood glucose level by administering a manual insulin injection. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.